Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure. We have contacted the initial reporter to request additional info and if available to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2007 - pt was implanted with a non-davol device during a procedure for anterior wall prolapse. On (B)(6) 2008 - pt was implanted with bard supramesh ip composite during a procedure for bilateral salpingo-oophorectomy, retro public urethropexy and abdominal sacrocolpexy. Attorney alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.